Manufacturer narrative:
The insulin pump was received with broken off end cap and had no button response due to unlocked keypad connector. However re-connecting the keypad connector, the operating currents were normal. No unexpected low battery, battery out of limit and off no power alarm noted during our testing. The insulin pump passed self-test and a21 est. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to no button response. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was dropped and a piece fell off by the drive support cap. Customer's blood glucose was unknown. Device alarmed battery out limit alarm. Customer was unable to clear the alarm due to unresponsive buttons. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.